Manufacturer narrative:
Siemens healthcare diagnostics has investigated the incidence of patient samples being dispensed into an aliquot well that quality control or calibration material from a vista vial has already been dispensed into. It has been confirmed that the issue can occur on dimension vista instruments that use software versions 3.5.1 and 3.6 during conditions requiring a system reset. Customers in the united states were sent an urgent medical device correction (umdc), umdc 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense in (B)(4) 2013. The umdc instructs customers to check for pending quality control or calibration tests if the system requires a reset and if so, to restart the software prior to processing patient samples.

Event description:
The customer contacted the siemens technical solutions center after obtaining discordant potassium, sodium, chloride, calcium, creatinine, urea nitrogen, carbon dioxide, and glucose results on two patient samples ((B)(4)) on a dimension vista 500 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate instrument and one patient was also redrawn for further testing. It is unknown if the rerun results were reported to the physician(s). During a review of the instrument files, it was discovered that patient samples for multiple patients tested for aspartate aminotransferase (ast), alanine aminotransferase (alti), alkaline phosphatase (alp), total protein (tp), albumin (alb), creatinine (crea), urea nitrogen (bun), glucose (glu), total bilirubin (tbil), direct bilirubin (dbil), calcium (ca), carbon dioxide (co2), sodium (na), potassium (k), chloride (cl), troponin (ctni), amylase (amy), lipase (lipl), creatine kinase (cki), free thyroxine (ft4), and vancomycin (vanc) had been dispensed into aliquot wells that quality control (qc) material had already been dispensed into. The patient samples had not been rerun on the instrument. There are no reports of adverse health consequences due to the patient samples being dispensed into the same aliquot wells as qc material.